Event description:
Boston scientific received information that this lead was returned for (B)(4) analysis. An allegation that the lead was defective was documented. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned, with no discernible set screw marks noted on any terminal. The insulation sleeve was bunched up in several places and the rs- ptfe was bunched in several places and the rs- conductor coils were deformed (offset) due to the bunching. Additionally, the dbs cable was found to be deformed and the entire lead body was curled. The damage noted on the lead was consistent with the lead having been placed through a constricted area and then pulled with force and let go. A very slight amount of dried body fluid was noted in the helix housing. Further testing confirmed the lead to be electrically continuous, however the helix was found to be non-functional.